Manufacturer narrative:
(B)(4). (B)(4).

Event description:
The reporter stated the surgeon inserted a 13.0mm icm130v4 implantable collamer lens in pt's right eye. After insertion into the anterior chamber, the lens looked too large. Lens was removed due to excessive vaulting. Surgeon decided to implant a shorter lens. Pt's last visit on (B)(6) 2011, bcva was 20/20.